Manufacturer narrative:
The lead was returned with only the distal portion. High magnification of the point of delamination indicated the device was damaged by a sharp tool such as a pair of scissors. When a reference lead was cut, the damage was found to be similar in appearance. A review of the manufacturing records found no evidence of nonconformities related to the nature of the complaint.

Manufacturer narrative:
Nevro is awaiting the return of the explanted device. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had cut the leads a few days after the trial started. The rest of the lead was still inside the body. The physician could not pull out the rest of the lead and the patient was scheduled to have the lead removed by a neurosurgeon. There have been no reports of further complications.